Event description:
It was reported that an alert for non-sustained lead noise due to myopotential oversensing was observed when a patient presented in clinic for a routine follow-up. The noise was reproducible with deep breaths. Programming changes made and the device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.